Manufacturer narrative:
It was reported that a patient underwent an atrioventricular reentrant tachycardia/wolff-parkinson-white (avrt/wpw) ablation which included the use of optrell mapping catheter with trueref technology, and the patient experienced pericardial effusion that required pericardiocentesis and prolonged hospitalization. During the procedure, the patient developed a pericardial effusion. This was observed by a pressure drop and confirmed by imaging with an intracardiac ultrasound catheter. A pericardiocentesis was performed in which an unknown amount of blood was removed from the pericardial space. The patient was stabilized and was transferred to the critical care unit (ccu) for recovery. The event is being conservatively reported under the optrell mapping catheter until further information about the procedure or event is provided. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31117322m and no internal actions related to the complaint were found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. No error messages observed on biosense webster equipment during the procedure. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular reentrant tachycardia/wolff-parkinson-white (avrt/wpw) ablation which included the use of optrell mapping catheter with trueref technology, and the patient experienced pericardial effusion that required pericardiocentesis and prolonged hospitalization. During the procedure, the patient developed a pericardial effusion. This was observed by a pressure drop and confirmed by imaging with an intracardiac ultrasound catheter. A pericardiocentesis was performed in which an unknown amount of blood was removed from the pericardial space. The patient was stabilized and was transferred to the critical care unit (ccu) for recovery. The event is being conservatively reported under the optrell mapping catheter until further information about the procedure or event is provided.